Event description:
Medtronic (B)(6) received information regarding missing or broken retainer rings from the attorney of the family. The information received on (B)(6) 2021 stated the following reporter alleged missing or broken retainer rings caused the customers to suffer personal injuries. The insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary: the customer used ems/ambulance/ER visit for treatment due to insufficient information about the harm.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-xxx to mmt-1780kpk as per new additional information and updated in section d1/d2a/d2b and d4. Additional information has been received regarding the patient weight change from 135 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 16-dec-2021 to 01-oct-2018 as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.